Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was found to be dislodged after implant. Phrenic nerve stimulation occurred with high threshold measurements. A lead revision was scheduled and performed. However, the previous implanted lead could not advance, and opted to implant a new left bundle branch area pacing (lbbap) lead instead to which necessitated a new device with appropriate header configuration. Additional information received which indicated that reason this lead was dislodged was assumed to be the movement by the patient postoperatively. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was found to be dislodged after implant. Phrenic nerve stimulation occurred with high threshold measurements. A lead revision was scheduled and performed. However, the previous implanted lead could not advance, and opted to implant a new left bundle branch area pacing (lbbap) lead instead to which necessitated a new device with appropriate header configuration. Additional information received which indicated that reason this lead was dislodged was assumed to be the movement by the patient postoperatively. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10: device codes and h6: device codes. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Complete lead was returned intact and not severed. Electrical continuity testing passed, hipot test passed, and pressure test failed which was indicating that the lumen/outer insulation was damaged/breached (cuts/punctures). Moreover, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was found to be dislodged after implant. Phrenic nerve stimulation occurred with high threshold measurements. A lead revision was scheduled and performed. However, the previous implanted lead could not advance, and opted to implant a new left bundle branch area pacing (lbbap) lead instead to which necessitated a new device with appropriate header configuration. Additional information received which indicated that reason this lead was dislodged was assumed to be the movement by the patient postoperatively. This lead was explanted and replaced. No additional adverse patient effects were reported.